Manufacturer narrative:
Study event. Eval summary: the stent remains in the pt and the customer reported the delivery system was discarded; therefore, device investigation could not be performed. Misplacement of the stent during deployment may be the result of, but not limited to, pt's vessel geometry or vessel diameter which could have been larger than the stent, the stent not apposing the vessel wall when the stent was fully deployed or inadvertent movement of the handle during deployment. As part of mfg quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Based on available information, a conclusive root cause for the misplaced stent could not be determined; however, there was no indication of any product deficiency which could have contributed to the outcome of the procedure. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: misplaced stent. Symptoms/ae: placement of second stent. Time of malfunction: during the procedure. It was reported that during a left internal carotid artery stenting procedure, during stent deployment, the stent shifted cranially and only partially covered the lesion. A second unplanned stent was deployed, overlapping the first and fully covering the lesion. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. There was no additional information provided.